Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements post implant due to a connection issue. A revision procedure was done and normal impedance measurements were obtained. The system remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the connection issue was due to a loose set screw. No adverse patient effects were reported.